Event description:
Boston scientific received information that an undefined lead, atrial or ventricular, was broken off and floating near the superior vena cava and was going to be removed. An attempt was made for further event clarification and model specifics however, the field representative had not further information. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead had high impedances and loss of capture and x-ray proved the lead was fractured. The lead was removed and replaced with a new lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a detailed analysis was performed. Only the proximal segment of the lead was returned measuring 199 mm and ending at the fracture site. A suture sleeve remained on the lead at the distal end of the segment with the 199 mm fracture site coinciding with the distal end of the suture sleeve. The suture sleeve was removed and tiedown sites at 183 and 191 mm provide confirmation of the implanted suture sleeve position. Evidence of fatigue was observed on the anode wire fracture, while no evidence of the fracture mode could be seen on the cathode wire due to damage and contamination. Indications of electrolytic pitting were observed on both fractures.